Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing, pacing inhibition, and asystole less than 2 seconds in duration. An rv lead revision was performed, however due to total occlusion of the left side, this system was abandoned and a new system was implanted on the right side. No additional adverse patient effects were reported.